Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered an alert for high impedances on the rv coil and the superior vena cava (svc) coil. A fracture of the rv coil is suspected. The lead has been capped and replaced. No patient complications have been reported as a result of this event.